Event description:
It was reported that during an implant attempt, the lead was attempted but not used because it dislodged during implant and there appeared to be tissue in the helix. Another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was damaged at implant.